Event description:
The article, ¿percutaneous left atrial appendage closure in patients with gastrointestinal bleeding associated with oral anticoagulants¿, was reviewed. The article presents a prospective, single-center study experience to assess whether left atrial appendage closure (laac) reduces the incidence of gastrointestinal bleeding (gib) and/or chronic anaemia associated with oral anticoagulation (oac), as well as the consumption of healthcare resources. Devices included in this study are watchman and amplatzer cardiac plug/amulet. The article concluded laac could be a safe and effective alternative to oac in patients with non-valvular af presenting significant, recurrent, or potentially unresolvable gib. This intervention also leads to important savings in the consumption of healthcare resources. [The primary and corresponding author is patricia sanz segura, gastroenterology department, royo villanova hospital, avda san gregorio s/n. Zaragoza, spain, with corresponding email: patricia.sanz.segura@gmail.com]. The time frame of the study was from march 2016 to june 2022. A total of 43 patients were included in this study (2 patients were previously excluded due to hematological severe disease). The average age was 77.6 years and the average gender was male. Comorbidities included aortic stenosis, chronic liver disease, chronic kidney disease, erythropoietin treatment, somatostatin analogues treatment, gi angiodysplasia bleeding, anemia.

Manufacturer narrative:
Literature article: percutaneous left atrial appendage closure in patients with gastrointestinal bleeding associated with oral anticoagulants. Summarized patient outcomes/complications of implant of a left atrial appendage closure device including amplatzer amulets were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, chronic liver disease, chronic kidney disease, erythropoietin treatment, somatostatin analogues treatment, gi angiodysplasia bleeding and anemia. The complications reported were pericardial effusion, unexpected medical intervention, malposition and anemia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.